Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications when going through the load process with approximately 400-500 units of insulin. The customer's blood glucose level was 185 mg/dl. Reportedly, a new cartridge was loaded successfully.